Event description:
It was reported that "15 minutes after insertion, the machine alarmed because the cuff lost pressure. They concluded the surgery by continuing to inflate the cuff." Additional information received on 27feb2024 reported that there was no patient injury, harm or health consequences from this event.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "15 minutes after insertion, the machine alarmed because the cuff lost pressure. They concluded the surgery by continuing to inflate the cuff." Additional information received on 27feb2024 reported that there was no patient injury, harm or health consequences from this event.